Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited elevated pacing impedances along the inability to assess pacing thresholds. The lead had previously been programmed off. The patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.